Event description:
Country of complaint: (B)(6). Post operative set screw was came off. Primary surgery; (B)(6) 2015 revision surgery: not scheduled currently. Involved component: cage (product of a competitor's) summary: l4/5 plif procedure. On (B)(6) 2015: primary implant used- s4 system and competitor's cage. The surgeon confirmed no cross thread at the final fixation. A 3.5 months later ((B)(6) 2015): x-ray exam revealed that the set screw on l4-right side has come off and it is stuck between muscle. Also, the surgeon found that the screw of l4-left side is loose and the cage has moved to posterior position. Pt has not complained, components are being left in place. Possible components/lots: sw774t: 51902195 x1, 52018927 x1, 52078534 x2; sw790t: 52078816 x 2, 52080619 x 1, 52087081 x 1.

Manufacturer narrative:
Mfg site eval: eval on-going.

Manufacturer narrative:
Investigation: no product available. Batch history review: because the batch number of the complained screw is unknown, there is no batch history review possible. Conclusion and root cause: without further knowledge of the circumstances, we assume that the problem is most probably user related. Rational: in cases like this, the root cause is often a wrong inserted rod and / or a not proper fixed set screw. Corrective action: according to sa-de13-m-4-2-01-000-0 there is no CAPA necessary.